Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, and dislodgement suspected but not confirmed by x-ray on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was stable.